Event description:
It was reported that a patient presented with low pacing impedance and high capture threshold on their right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.